Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded. The patient did not receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-15431 with incorrect sections b1, b2, b5, d9, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR). Section b2 was corrected to other serious or important medical events. (Previously it was blank). Section h1 was changed from malfunction to serious injury and section h6 were updated. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to CPAP device's sound abatement foam and became degraded and caused the patient to diagnosed first stage of cancer, had surgery on the kidney and patient hasn't used the device since last june beacuse not comfortable since the cancer. After second attempt to have the device and components returned for evaluation and investigation was unsuccessful and customer declined to respond to the gfe related questions and terminated the call. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on oct 09, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to CPAP device's sound abatement foam and became degraded and caused the patient to diagnosed first stage of cancer, had surgery on the kidney and patient hasn't used the device since last june beacuse not comfortable since the cancer. Additional information was received about the allegation of dizziness, headache, asthma (new or worsening), inflammatory response, kidney cancer and kidney disease/toxicity. The section e1 and h6 have been updated. Section h6 health effects: clinical codes were updated.